Manufacturer narrative:
As returned, the product is confirmed to be broken at the tip of the upper cutting blade. The broken off piece was returned for investigation. There are multiple nicks, dents, scratches and scuff marks on the device. All dimensions measured met specifications at the time of manufacture. The hardness of the broken jaw was tested and found conforming to specifications. Review of the device history record and receiving inspection report indicates the device was manufactured to specifications. The instrument was reported to be new, bought at the time of the reported incident. This device is used for treatment. A complaint history search found that there are no additional complaints for the part/lot combination. The product was submitted for scanning electron microscopy analysis which observed a chevron pattern emanating from a point near the cutting edge, indicating the fracture initiation site. Chevron patterns and a lack of plastic deformation near the fracture initiation site are typical of brittle overload fractures. Shallow dimples and facetted features were observed on the fracture surface. These features indicate an intergranular/ductile mixed fracture mode. Many suspected carbides, typical of the specified material, were also observed in the shallow dimples of the fracture surface. No large inclusions, voids, or other damage was observed near the initiation site. Elemental analysis was consistent with the specified material. Some of the relevant instructions in the package inserts included with these instruments are ¿do not subject instruments to high loads and /or impact as breakage can occur¿. The package insert also states ¿the jaws of the rod cutter may fracture 1. When used on rods larger than 1/4 in. Diameter; 2. When the rod is cut using the tips of the jaws. Rods must be cut using the center of the jaws.¿ not adhering to the stated instruction can cause fracture to the device. Definitive root cause cannot be identified.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that a spinal rod cutter broke during surgery.